Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 2/9/2021, h.6. Investigation: customer returned four syringes with no pouch for identification. All of the syringes bear 0.3ml graduation markings. Three of the returned samples have had their needle shield and hub separate from the associated barrel. The hub has become lodged inside the shield. There is no damage to the connectors at the distal tips of the barrels or to the bases of the needle hubs. Plunger caps returned for these samples, but no signs of use. No other defects found. For the remaining syringe, a significant amount of force was required to remove the needle shield from the hub. However, the hub remains in place at the tip of the barrel. Could not replicate the reported hub separation. No signs of use or other defects. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec shield pulls. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: spouse of consumer reported that the needle hub separated and stayed inside of the shield.lot #: 0132200catalog #: 328438, date of event: (B)(6) 2021 samples: available - sending mail kit".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: spouse of consumer reported that the needle hub separated and stayed inside of the shield.lot #: 0132200catalog #: 328438 date of event: (B)(6) 2021 samples: available - sending mail kit"